Manufacturer narrative:
The investigation determined that multiple, higher than expected, vitros phyt quality control results were obtained while using the vitros 5600 integrated system. The customer inadvertently entered the incorrect calibrator lot number when performing the initial phyt calibration. Expected performance was obtained after the correct calibration lot number was entered and recalibrating the same reagent lot. The root cause of the event is user error. There was no evidence that an instrument, reagent or a calibrator kit related issue contributed to the event.

Event description:
A customer observed multiple, higher than expected, vitros phyt quality control results while using the vitros 5600 integrated system. The following results were obtained: qc fluid lot x1384 = 16.7 vs. An expected result = 13.6 ng/ml; qc fluid lot y1621 = 28.6, 28.0 vs. An expected result = 22.4 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient samples were run for vitros phyt during the time frame of the event. There was no report of harm to patients as a result of this event. (B)(4).